Manufacturer narrative:
The investigation into the low pump flow issue has been completed. The data logs were evaluated and a general trend down in motor current and pump flow was seen throughout the case. An evaluation of the physical device noted a kink in the cannula. During follow up with the physician, it was noted that the kink was not present on imaging and was likely a result of shipping the device back to abiomed. The kink was not suspected to be the root cause of the low flow. No biomaterial or thrombus was found on the returned product. The returned pump was run in a basin of water and produced adequate flows. The root cause of the low flow was determined to most likely be due to patient condition as the patient had a packed chest. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella rp for mechanical circulatory support. No initial complaint by the customer. The pump was returned and found to have low flows. There was not any noted harm or injury during the support from the low flows. No further information is available.